Event description:
It was reported that the device was used during a laparoscopic procedure. Upon entering the abdominal cavity, it was noted by the surgeon that the shield would not retract. The device went through the iliac artery. The procedure was converted to an open procedure to repair the artery. The pt spent an add'l two days in the intensive care unit.